Event description:
It was reported that this lead was not implanted due to a suspected fracture. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Manufacturer narrative:
This report is being filed to correct the device codes. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this lead was not implanted due to a suspected fracture. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Event description:
It was reported that this lead was not implanted due to a suspected fracture. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.